Manufacturer narrative:
Conclusion: product did not contribute to event. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.(B)(4).

Event description:
Allegedly due to cup loosening the surgeon removed in order to obtain better view of the acetabulum.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same incident as 1043534-2013-01189. This event occurred in (B)(6).